Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer woke up with an alert telling her that her sensor glucose level was at 60 mg/dl, but she tested and it was actually at 143 mg/dl. She later received a meter blood glucose now alert and could not calibrate it. Customer stated that she also received a sensor error message and a change sensor alert. Customer's current blood glucose level was 78 mg/dl. Bad sensor alert occurred after a second consecutive cal error. Customer was advised to remove and change out the sensor. Customer reported that the sensor was just slightly curved when she removed it. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.